Manufacturer narrative:
The insulin pump passed unexpected restart alarm test. No unexpected restart alarms or external ram crc error alarms noted. The motor tested fine. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. We were unable to prime during prime alarm test no prime alarms noted. The insulin pump passed displacement and basic occlusion test. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was disconnected during prime. The insulin pump pistons continued to move forward after reservoir contact. The insulin squirted out, followed by an alarm. The insulin pump also alarmed motor error during prime, and then followed by unexpected restart alarm and external ram crc error. The customer was advised to return insulin pump for analysis.